Event description:
During a bladder stone removal procedure, the stone crushing forceps was used in an attempt to crush a stone of 3/4" x 1/2" and a jaw broke off. Open procedure was performed to remove the jaw and the stone(s).